Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive act button due to corroded keypad trace. Displacement test was not performed due to unresponsive act button. The device had battery tube threads cracked, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, cracked case at display window corner, cracked lcd window, and stained end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 59 mg/dl. The customer stated that none of the buttons are responding. The customer was asked if recalls any significant events leading to keypad issues and said no significant events. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.